Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported a false positive troponin I (access accutni+3) result, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access immunoassay system. The false result was reported out of the laboratory. The customer stated there was no report of patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the original and an alternate instrument, generated lower results within the normal reference range of the assay. A corrected result was issued to the hospital. The patient's sample was collected in a 7 ml lithium heparin plasma tube. There were no sample integrity issues reported. No system errors were reported on the instrument. The instrument was in operation.